Manufacturer narrative:
(B)(4). Date of initial report : 10/23/2014. Date of follow-up report : 02/23/2015. One used device was received for evaluation. Visual inspection found no defects. The preliminary investigation by covidien had found that the device self-activated when it was latched. The device was then forwarded to engineering for further evaluation. Engineering could not duplicate the self-activation condition, thus the root cause of the preliminary finding could not be determined. Further, the customer's original reported condition of the device being noisy and alarming when attempting to seal was not confirmed. The device was activated on simulated tissue with acceptable results. A visual seal effect was observed and no alarms sounded. A device history review was completed and no entries pertinent to the reported conditions were noted.

Event description:
The customer had reported that during a gastric sleeve procedure, the device seemed noisy and gave regrasp alarms when sealing was attempted. Upon receipt of the device for evaluation at covidien, a preliminary investigation found that the device self-activates when it is latched, without pressing the activation button.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.